Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿

Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Due to the bg level the customer lost consciousness. Customer required assistance consuming carbohydrates and juice to address bg level. Additionally, the customer's weight was incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight to adjust insulin, customer acknowledged and understood. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.